Event description:
It was reported that the patient passed away from infection and failure to thrive. Additional information revealed that the patient was admitted on (B)(6) 2021. The patient experienced multiple different infections from various wound sites pre and post-implant as well as vancomycin-resistant enterococcus(vre) bacteremia.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.